Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt alarms) was confirmed. Upon investigation the pulse wires were open in the electrode belt distribution node. The root cause for the open connection could not be positively identified. After reflowing the pulse wires, the electrode belt was fully functional. No adverse event resulted from the open pulse wires. The patient received a replacement electrode belt.